Manufacturer narrative:
The returned controller, intended for use in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection shows no cosmetic issues. The back label and the warranty seal are in good condition. An inside view revealed that no loose parts. There are no manufacturing abnormalities found. During functional evaluation, the controller was power up and an ¿f4 hardware failure¿ immediately occurred. The failure could not be reset and further tests could not be performed. The complaint was verified and the root cause could be determined due to an electrical component failure. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: a power surge to the controller could have caused internal component damage and result in an f-4 error. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that the machine stopped working intra-operatively. It was brought back to office and they tried turning on and f4 hardware failure error showed up. There was no backup, the procedure was finished without rf device. No delay or patient injuries reported.